Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shunt was defective and the valve would not adjust pre-operatively. There was no patient impact.

Manufacturer narrative:
The returned valve was left in the packaging so lab personnel could try to duplicate the complaint. Laboratory personnel were able to adjust the performance level setting to 2.5, 2.0, 1.5 and 1.0, but not 0.5 through the packaging. It is unknown how or when this occurred. The valve was not tested for valve flux, patency, leak, reflux, pressure-flow and preimplantation testing as it was not related to the complaint. All valves are 100% tested at the time of manufacture. Prior to release, the valve is set to each setting in order to perform pressure flow testing. A review of the manufacturing records showed no anomalies. If information is provided in the future, a supplemental report will be issued.